Event description:
The physician reported that during the implant procedure of the right ventricular (rv) lead, it was difficult to advance through the subclavian vein due to what appeared to be a bent tip under fluoroscopy. The rv lead was removed and successfully advanced using a sheath. During the evening, the rv lead had intermittent capture. Upon interrogation, rv threshold had increased and after a chest x-ray, the rv lead appeared to have dislodged. One day post implant, the rv lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.